Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted, concurrently with a anterior repair, perineoplasty, posterior repair with bilateral sacrospinous ligament suspension with mesh augmentation (posterior), cystoscopy due to vaginal vault prolapse, rectocele, cystocele, enterocele, and sui. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding and dyspareunia. It was reported that patient underwent mesh revision/removal on (B)(6) 2008. It was reported that patient underwent oophorectomy on (B)(6) 2012. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 02/02/2014. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.